Event description:
A nurse called from an outpatient surgical center to report that a female patient had a ceeon model 811a/20.5 d lens removed because it had decentered. The surgeon had told the nurse that the patient had surgically induced myopia that could be related to the explanted lens. The lens was replaced with another that was 19.0 diopter. Pharmacia & upjohn will be conducting a batch review of this lens as well as evaluating the explanted lens once it is returned to co. Follow up info received from teh implanting surgeon on 5/21/97 indicated that the woman made a full recovery. He first discovered the lens was decentered on 4/8/97. He wrote he did not think the event was lens related. The woman developved a fibrotic traction band between the nasal anterior and post capsule leaflets and this induced a peapod effect. The treatment required was a lens exchange and power reduction. The returned lens has been sent to mfg site for evaluation.